Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (4) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 11 events associated with this event type (device broke or disassembled in use) and product code ((B) (4)).

Event description:
Device broke or disassembled during use. It was reported that "the screws were inserted and on final tightening heads of screws broke off. Both remain in the patient."